Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that a pt with a vp-shunt since 1997 has never been revised and in 2008, the pt complained about headaches, tiredness and some vertigo. The patient is very active and after several traumas to the side of the head, the pt went to the hospital. CT shows aqueduct stenosis and over shunting. The CT also revealed loose parts of the valve inside the valve body. Pre operative testing of the valve indicated virtually no resistance at all.